Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and "unclear effluent". The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for other indications and while hospitalized, the patient was treated with unspecified intraperitoneal antibiotics for the peritonitis event. It was not reported if the peritonitis was resolved. Dianeal therapy was ongoing. No additional information is available.